Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a bladder infection. The patient noted they had a loss of efficacy on the day of the call where her frequency increased which was unusual. The patient increased stimulation. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the serial number was unknown and that the cause of the loss of efficacy was determined to be due to the device not being turned up enough. The hcp stated the patient turned up the device to troubleshoot the loss of efficacy. The hcp reported that the patient¿s bladder infection was treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.